Event description:
Caller states neonate patient received the following performa system/lab results within 10 minutes: 99 mg/dl/76 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Two meters were reported to have been in use when the reported comparisons were obtained. Caller did not specify which meter produced which result.

Event description:
It was reported that pt underwent hip procedure on (B)(6), 2008. Revision surgery was performed on (B)(6), 2010 due to infection. No further complications have been reported.